Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display was scratched and making it hard to read and give the correct insulin dosage. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed as the customer declined. The product will not return for the analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window. However, device passed the displacement test. (B)(4).